Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty solenoid valve on manifold harness. The device was evaluated and the reported issue was confirmed as it was noted that the device would not fill and an alarm 41 was present. Manifold harness was replaced due to solenoid valve sticking. Replaced manifold harness. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the setup of a new arctic sun device, the device repeatedly alarmed for alarm 41 (low internal flow). A check of the diagnostics showed inlet pressure (ip) was at 0 psi and circulation pump command (cpc) was at 100 percentage. They had verified the fluid delivery line (fdl) was connected and then removed and checked suction at the left port and stated no suction was felt. They discussed that this would be classified as an obf, and they would ship a replacement device. Per review of wo on 09oct2023, the device was out of box failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty solenoid valve on manifold harness. The device was evaluated and the reported issue was confirmed as it was noted that the device would not fill and an alarm 41 was present. Manifold harness was replaced due to solenoid valve sticking. Replaced manifold harness. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the setup of a new arctic sun device, the device repeatedly alarmed for alarm 41 (low internal flow). A check of the diagnostics showed inlet pressure (ip) was at 0 psi and circulation pump command (cpc) was at 100 percentage. They had verified the fluid delivery line (fdl) was connected and then removed and checked suction at the left port and stated no suction was felt. They discussed that this would be classified as an obf, and they would ship a replacement device. Per review of wo on 09oct2023, the device was out of box failure.

Event description:
It was reported that during the setup of a new arctic sun device, the device repeatedly alarmed for alarm 41 (low internal flow). A check of the diagnostics showed inlet pressure (ip) was at 0 psi and circulation pump command (cpc) was at 100 percentage. They had verified the fluid delivery line (fdl) was connected and then removed and checked suction at the left port and stated no suction was felt. They discussed that this would be classified as an obf, and they would ship a replacement device. Per review of wo on (B)(6) 2023, the device was out of box failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.